Event description:
It was reported that this implantable cardiac monitor came out of the patient due to an erosion a month after it was originally implanted. The patient is larger breasted. It was advised not to reuse this device as concerns for infections are presented and implant a new one instead. Additional information was received confirming that no new device was implanted, the patient did not want so. No additional adverse patient effects.